Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2005170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the reported issue could be identified. A cotton swab test was completed, in which a cotton stick was rubbed several times along the cannula surface. This is an objective test to obtain a comparative between the reported lot and other product, this is not an accepted method for cannula cleanliness. The returned sample displayed a black residue from the cotton swab test. We believe that the residue was a result of silicone lubricant and small stainless-steel particulate matter from the supplier of the cannula component.

Event description:
It was reported that black foreign matter was found on the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese to english: "the needle is all black and can be wiped off by hand, but it is still black after wipe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese to english: "the needle is all black and can be wiped off by hand, but it is still black after wipe"